Event description:
While in use, the balloon would not stay inflated; it kept deflating. It was felt that the balloon had a leak. It would not remain inflated to finish procedure. Another device had to be opened to finish the procedure. Upon inspection of the device, it appeared that the stent that is in the center of the balloon was cracked/bent which may have contributed to the event. There was no harm other than delay in completing the procedure while another device was opened. The manufacturer requested the device be sent to them for analysis, and will send a biokit for shipping.